Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons of insulin pump were sticking and had error code. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had rejected new batteries and received random no delivery alarms. Customer stated that the insulin pump had to rewind insulin pump while insulin was still there. The device will not be returned for analysis.

Manufacturer narrative:
To inform that the section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.